Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The customer reported the needles were loose or detaching from syringes during use or when removing the caps. They used (B)(4) syringes before rejecting the remaining lots. While checking additional syringes, they did not find any detached needles in sealed packages, suggesting the issue may stem from the needles not being securely attached to the syringes before sealing/packaging.